Event description:
On (B)(6) 2011, pt reported last saturday his insulin cartridge was empty and the infusion device did not give an a1 (cartridge low) or e1 (cartridge empty) error message before it went empty. Pt stated, he checked his infusion device and his insulin cartridge was empty. Pt reported, he did not receive and a1 or e1 telling his cartridge was low or empty. Had pt check alarm history and the last a1 was on 05/21/2011. Pt stated, the incident occurred on (B)(6) 2011. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.